Event description:
Related to MFR report # 2183959-2012-00767. "On or about (B)(6), 2010," a monarc subfascial hammock was implanted. Plaintiff's attorney alleged that, "as a result of this procedure, the plaintiff, " had "prolonged pain and suffering and surgical and medical complications, including, but not limited to, urinary and fecal incontinence, severe pelvic, vaginal, thigh and lower abdominal pain and cramping, debilitating changes in bowel habits, additional surgeries, diagnostic testing, pain management treatment, therapies, hospitalizations, prescription medications and additional medical care," "will likely require additional medial care in the future," and will in the future continue to suffer physical and mental pain, permanent physical and mental impairment and emotional distress.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.